Event description:
Plaintiff alleges that she was diagnosed as latex allergic from being exposed to latex medical gloves. Further alleges that as a result of allergy, she has been sensitized to latex and is now subjected to increased health risks. She alleges that she has suffered substantial injury, pain and suffering as well as economic loss.